Event description:
The pt reportedly experienced intermittency, followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the pt's device has been performed and the pt was reimplanted with another advanced bionics device.